Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: (1) xps 3000 console (1897102); sn: (B)(4); lot: 35546000; manufactured: october 5, 2004; returned to medtronic: (B)(4) 2013. (B)(4). Only the xps 3000 console, 1897102, was returned for evaluation and repair. Service and repair could not duplicate or confirm the alleged complaint for ¿run-on¿. However, the display board was physically damaged causing the device not to work properly. The display board was replaced along with the pump motor due to failing the rpm speed test. The device was repaired, tested to specifications and returned to the customer.

Event description:
It was reported during pre-operative setup, the m4 microdebrider handpiece began to run on its own at about 50-100 rpm without the foot pedal being pressed. The unit was turned off and back on and operated fine. No patient impact or injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.